Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to family doctor due to skin irritation on (B)(6) 2018. The customer's current blood glucose is 117 mg/dl. The customer was wearing the transmitter and sensor during the hospitalization. The transmitter will not be returned for analysis.

Manufacturer narrative:
The event was reported in error.